Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read ¿low¿, however, a specific bg value was not provided. Customer consumed carbohydrates to address low bg. The cause was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.